Event description:
It was reported that the customer had a motor error alarm during bolus settings on the insulin pump. The customer's blood glucose level was 95 mg/dl. The customer can't rewind the insulin pump because every button push re-occured alarm. The customer was advised to removed battery. The patient was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act buttons dome switch. No rewind anomaly noted. No motor error alarm or excessive no delivery alarm during our testing. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The motor was tested outside of the device and passed. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.